Event description:
Healthcare professional reported a xen®45 gts event for a clinical patient described as "pow3, high iop" in right eye. Needling revision performed and event resolved. "Pow4, decrease in bcva." Event ongoing. "Pow8, patient came in for unscheduled visit and the device was occluded." Topical treatment of rhopressa was provided. Event status is unknown. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant therapies: zioptan, azopt. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.